Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was unknown. It was reported the pump had been alarming for a while and the patient would like to know how to deactivate the alarm. The pump was empty for over a year to two years. The patient was taking oral baclofen. No symptoms reported. The patient did not have a managing physician. No further complications were reported.

Manufacturer narrative:
It was previously reported that additional information was received from a healthcare provider on 11/26/2018. The information was received from a consumer and not from a healthcare provider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The alarm has not been resolved. The cause of the empty pump was they never had it refilled. Patient weight was (B)(6).